Event description:
Allegedly, the hinge on the scissors broke off into the pt. It was further reported that an x-ray was taken in an attempt to find the piece.

Manufacturer narrative:
Additional info will be provided once investigation is completed.